Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected software error detected alarms during testing however, the formatted history file confirmed software error detected alarm, line number 101 and file ID 540. Unable to determine the root cause per r&d. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor(u1).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple pump error alarm. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had powered off. Troubleshoot was not performed. The insulin pump will be returned for analysis.